Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, one proglide was placed. After another proglide was inserted to complete the pre-close technique, it was "not released properly [difficult to remove], and when trying to remove it from the vessel, it broke the artery". An arterial dissection was noted and subsequent arterial repair was performed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Additionally, a cuff miss was noted. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of dissection is listed in the electronic proglide instructions for use (eifu), as a possible adverse event of use of the device. Factors that may contribute to the observed cuff miss and reported difficulty to remove the device include, but are not limited to, needle deflection (cuff miss) during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The investigation was unable to determine a conclusive cause for the reported/noted difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.